Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02882. It was reported the patient lost effective stimulation therapy from his scs system approximately a week ago. It was discovered that only one lead was working due to invalid impedances. The patient's scs leads were replaced and effective stimulation therapy was reportedly restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.